Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call (B)(6) 2017, that the customer experienced high blood glucose levels of 545 mg/dl. The customer was a (B)(6) year old male and weighed (B)(6) pounds. No symptoms were reported, and the incident was treated with a manual injection. It was reported that three no delivery alarms were received, even after the infusion set was changed. It is believed that the insulin pump not delivering insulin caused the customers blood glucose to rise so rapidly. Troubleshooting was declined. Customer was advised to save insulin pump settings, and to treat per healthcare professional's recommendation. The product was returned for analysis.

Manufacturer narrative:
Findings: pump passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.